Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One used and four unopened active fluidics management system (fms's) in the trays were returned and were visually inspected. The used cassette drain bag was detached from the drain bag tape on the cover of the cassette due to saturation. The drain bag tape was securely adhered on the cover. Both irrigation and aspiration luers were intact. Flare shape was observed in the blue socket fitting at the aspiration tubing insertion end. The sample was tested using a console. The samples primed and tuned with a handpiece successfully. The sample was recognized and the service data could be retrieved from the console. The customer report related to fibrin in the anterior chamber could not be confirmed. Fibrin is a tough protein substance that is arranged in long fibrous chains; it is formed from fibrinogen, a soluble protein that is produced by the liver and found in blood plasma, which is not related to the product. Root cause of the reported fibrin could not be determined as the product met specification and fibrin is not related to the reported product. After the investigation of this complaint, it has been determined that no action will be taken at this time as the root cause could not be determined as fibrin is not related to the reported product. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the first of fourteen surgeries, developed toxic anterior segment syndrome (tass), endophthalmitis and a fibrin one day after a right eye cataract with intra ocular lens (iol) procedure. The patient was treated with an unspecified eye drop and steroid subcapsular tenon injection one day postoperatively followed by steroid subcapsular tenon injections two days and eight days postoperatively. The surgeon reported the endophthalmitis was improving and the patient was recovering.